Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the non-calcified left anterior descending artery. A 4.00 x 38 synergy drug-eluting stent was advanced, however resistance was encountered and the device failed to cross the lesion. The device was removed from the patient and the mid part of the mounted stent was found to be lifted. The procedure was completed using a 3.0x38mm synergy drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damage at the proximal end with struts distorted, bunched and overlapping towards the centre of the stent profile. The stent moved distally on the balloon over the distal markerband, exposing the balloon wall for 4mm on the proximal side. The crimped stent outside diameter (od) at the undamaged side was measured and is within specification. The complaint report states that resistance was felt during advancement attempts and that this was not caused by the lesion, however the damage noted is consistent with withdrawal attempts of the device through a calcified lesion. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed portion of the balloon wall indicating crimp contact between the coated stent and balloon. The bumper tip of the device showed signs of slight damage at the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement to the lesion site. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the non-calcified left anterior descending artery. A 4.00 x 38 synergy" drug-eluting stent was advanced, however resistance was encountered and the device failed to cross the lesion. The device was removed from the patient and the mid part of the mounted stent was found to be lifted. The procedure was completed using a 3.0x38mm synergy drug-eluting stent. No patient complications were reported and the patient's status was good.